Event description:
Medtronic received information that 11 months following the implant of this bioprosthetic valve, the patient presented with chest pain. The valve was functioning well, however, a blood clot was noted on the left coronary leaflet and extended down the left main coronary artery. The patient was placed on a balloon pump and thrombolytic therapy was considered. The patient had been on antiplatelet medication prior to the event. Additional information was received indicating that the surgeon was concerned about integrity of the leaflet once thrombus was removed, it was further noted that there was a rough area just above the left inflow suture line that was concerning. Due to the scaring down within the aorta, a valve in valve procedure was performed. The leaflets were removed, and a transcatheter valve of another manufacturer was successfully implanted. Upon explant, the leaflets were sent to hospital pathology and thrombus (1.8x0.8cm) was confirmed. The leaflets were not available for analysis at medtronic's quality laboratory.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis: no product was returned. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).